Event description:
A peritoneal dialysis registered nurse (pdrn) reported fluid was discovered during tx complete - step 9 remove cassette of treatment. The patient was connected during the incident. Fluid was discovered in the pump module area and was not discovered on the external of the cassette. Fluid leaked from cassette door. There were unknown alarms or warnings prior to the leak. The pdrn wanted a replacement cycler and stated they felt the inside of the cassette door had been contaminated from the fluid leak. The pdrn was advised to discontinue use of the cycler and the cycler was replaced due to the leak. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow-up, the pdrn stated the patient was training and dialyzing utilizing a clinic cycler and stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette appeared intact and the fluid leaked appeared to have leaked from somewhere along the side seam of the cassette film. The patient was able to complete treatment prior to the discovered leak. No patient adverse effects were experienced, and no medical intervention was required. The clinic has received the cycler replacement and has since resumed treatment using the replacement cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensors test passed. Valve actuation test passed. System air leak test passed. Teach pumps check passed. A post-accelerated stress test simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported fluid was discovered during tx complete - step 9 remove cassette of treatment. The patient was connected during the incident. Fluid was discovered in the pump module area and was not discovered on the external of the cassette. Fluid leaked from cassette door. There were unknown alarms or warnings prior to the leak. The pdrn wanted a replacement cycler and stated they felt the inside of the cassette door had been contaminated from the fluid leak. The pdrn was advised to discontinue use of the cycler and the cycler was replaced due to the leak. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow-up, the pdrn stated the patient was training and dialyzing utilizing a clinic cycler and stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette appeared intact and the fluid leaked appeared to have leaked from somewhere along the side seam of the cassette film. The patient was able to complete treatment prior to the discovered leak. No patient adverse effects were experienced, and no medical intervention was required. The clinic has received the cycler replacement and has since resumed treatment using the replacement cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.